Event description:
A caller reported a malfunction on the pump, identified by the code "malf 0." There was no adverse impact to the customer¿s blood glucose level, as the issue did not cause it to exceed 500 mg/dl (27.7 mmol/l). Through assistance from technical support, the customer was able to reset the pump, and the malfunction did not recur. The customer was informed to continue using the pump and advised to call back if the issue reappears, which they acknowledged and understood.